Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, discontinued), ceftazidime injection (500mg, discontinued) and amikacin injection (100mg, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and has recovered from peritonitis. Pd therapy was ongoing. No additional information is available.